Manufacturer narrative:
The delivery device, with the stent on the balloon, was received and damage was observed on the stent. The catheter was engaged in the original guide catheter, the stent had also moved distally on the balloon. Visual examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The stent had moved distally approximately 8 millimeters. Microscopic examination of the material surrounding the stent damage did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. There is no evidence that the device was improperly manufactured. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the damage can be attributed to the previously placed stent.

Event description:
Same case as #6000089-2007-01088. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The patient had a previously implanted non bsc stent in the proximal to mid right coronary artery (rca). The target lesion was located in the mid rca. The physician attempted to advance a taxus express2 2.5x20mm drug eluting stent to the lesion, however, the stent delivery system (sds) caught on the previously implanted stent and the proximal edge of the 2.5x20mm taxus stent was flared. The device was removed from the patient without complications. The physician then attempted to place a taxus express2 2.5x16mm drug eluting stent and this stent also caught on the previously implanted stent. The stent was "barely able" to come free from the stent, but was able to be removed. The taxus stent was "lifted up." The physician was unable to pull the sds into the guide catheter, so the entire system was removed from the patient. The procedure was completed with another device. No patient complications occurred. Patient status is satisfactory.